Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) recommended performing a vector breakdown to investigate the cause of the elevated impedances. Additionally, further evaluation of the lead was suggested. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) recommended performing a vector breakdown to investigate the cause of the elevated impedances. Additionally, further evaluation of the lead was suggested. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that during the extraction procedure, the lead body was damaged, and that calcification was observed at the distal shocking coil. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) recommended performing a vector breakdown to investigate the cause of the elevated impedances. Additionally, further evaluation of the lead was suggested. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.